Manufacturer narrative:
Failure analysis confirmed the insulin pump had no button error alarm. However there was intermittent button response due to moisture damage keypad trace. The pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement test. The pump was received with a scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker. The numbers do not ramp up on their own or scroll bar moving with no input. No unexpected a21 error alar and no moisture damage electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, moisture damage, and button error. The customer stated the numbers on their keypad were ramping. Customer's blood glucose was 181 mg/dl. The customer stated the insulin pump was exposed to water and the pump was unresponsive. She also mentioned having lows but did not specify on it. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.